Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue with a dim/fading pump display. There was no patient injury associated with this issue. Troubleshooting revealed there was no misuse of the product and it was not damaged. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.